Manufacturer narrative:
The 14mm, 2.5mm diameter locking screw (1405-1014) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The device history record was reviewed and no issues were identified during the manufacturing and release of the devices that could have contributed to the problem reported. The most likely cause based on the feedback from the surgeon is non-union. The patient is asymptomatic and no revision is scheduled at this time. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
On 12/02/2016 a surgeon sent x-rays to the company identifying two broken 14 mm screws (1405-1014) in the proximal end of the dorasl plate implanted on an original surgery date of (B)(6) 2016. The surgeon indicated that the patient was asymptomatic and that no revision surgery was planned.